Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000046664. The results of the investigation are inconclusive since the device was not returned for not analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, the leads were explanted to address the issue. The investigation did not determine which lead had high impedances.